Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and no reload. The device housing has an orange sticker attached to it and the returned battery has non-biological material stuck to one of the clamps. These materials appear to have been applied or caught after initial use of the device and do not contribute to any deficiency. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcba board was noted to be non-functional. It was confirmed that the pcba is receiving power, but no power was being delivered to the rest of the device. No cause has been established as to why articulation and firing functions were unpowered. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcba board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 990a14, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure, on the second firing on the sleeve, the battery did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.